Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified weight to the specification, crease fold, deformation, brown particles, and wear abrasion. Cloudiness and bubbles were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Healthcare professional reported rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade iii.